Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. This device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem. E1: initial reporter title. E1: initial reporter first name. E1: initial reporter last name. E1: initial reporter facility name. E1: initial reporter address 1. E1: initial reporter address. E1: initial reporter state. E1: initial reporter city. E1: initial reporter zip/post code. E1: initial reporter phone. E2: health professional? E3: occupation. G2: report source.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely. This device was replaced. The device is still in possession of explanting facility, therefore it is not expected to be returned. No adverse patient effects were reported.